Event description:
Cook endoscopy was notified of this event involving a cook soehendra stent retriever. Please see below for relevant excerpts of this article. "After guidewire passage and endoscopic sphincterotomy, an (7-fr) ssr was screwed clockwise over a guidewire and advanced progressively to traverse and dilate the stricture proximally. A plastic stent was then placed in the biliary or pancreatic duct for internal drainage . . . Another briefly experienced acute cholangitis (subject of report). Five (5/6, 83.3%) patients in the pancreatic group eventually achieved stent removal. None of the patients achieved stent removal in the biliary duct group until the end of follow-up. Nonetheless, the patients did not require percutaneous or surgical interventions. . .(patient 1) experienced acute cholangitis, which was uneventfully treated using antibiotics." It was not published in the article if a section of the device remained inside the patient's body. According to the article, the patient developed cholangitis and required antibiotics due to this occurrence.

Manufacturer narrative:
Chen s-h, huang w-h, yu c-j, et al. Soehendra stent retriever for dilation of tight biliary and pancreatic duct strictures defying conventional wire-guided endoscopic techniques: single-center experiences. Adv dig med. 2020;7:22¿29. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A device failure was not identified in the article, only post procedure complications. The information provided indicated that the user dilated with the stent retriever. Use of the device for dilation/cannulation is against the intended use and is a possible cause of this occurrence. The intended use states, "this device is used to remove stents from the biliary and pancreatic ducts while maintaining wire guide placement. Notes: do not use this device for any purpose other than stated intended use." Additionally, the IFU states that potential complications of "ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest." The IFU also states, "this device is not intended for dilation, as this could result in pancreatitis, perforation, or tissue inflammation." The report indicates that the device was used for dilation. Prior to distribution, all soehendra stent retrievers are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Chen s-h, huang w-h, yu c-j, et al. Soehendra stent retriever for dilation of tight biliary and pancreatic duct strictures defying conventional wire-guided endoscopic techniques: single-center experiences. Adv dig med. 2020;7:22¿29. The investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
Cook endoscopy was notified of this event involving a cook soehendra stent retriever. Please see below for relevant excerpts of this article. "After guidewire passage and endoscopic sphincterotomy, an (7-fr) ssr was screwed clockwise over a guidewire and advanced progressively to traverse and dilate the stricture proximally. A plastic stent was then placed in the biliary or pancreatic duct for internal drainage. Another briefly experienced acute cholangitis (subject of report). Five (5/6, 83.3%) patients in the pancreatic group eventually achieved stent removal. None of the patients achieved stent removal in the biliary duct group until the end of follow-up. Nonetheless, the patients did not require percutaneous or surgical interventions. (Patient 1) experienced acute cholangitis, which was uneventfully treated using antibiotics." It was not published in the article if a section of the device remained inside the patient's body. According to the article, the patient developed cholangitis and required antibiotics due to this occurrence.